Event description:
Boston scientific received information that during the implant procedure after connecting this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead the shocking impedances were varying and out of range. Reprogramming and repositioning the device and lead were not effective and shocking impedances remained out of range. A new rv lead was used with the existing device which showed fluctuating impedances. Upon using a new device the shocking impedances were once again changing in all configurations. Finally, the new device and new right ventricular lead were connected and shocking impedances appeared within normal range. The device and right ventricular lead which were never implanted will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.